Event description:
It was reported that the physician felt as though the programmer or cardiac resynchronization therapy defibrillator (crt-d) was not inhibiting pacing of the device for an underlying rhythm test. The physician also believed based on the morphology of the electrocardiogram that the device was right ventricular pacing only although the device was programmed for biventricular pacing. An explanation was provided as to how to determine which lower chamber is being paced. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.